Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had declared a battery status of end of life (eol) therefore, the patient underwent a revision procedure and the patient was being paced through the pacing system analyzer (psa) and the clip came off and asystole was noted for approximately 4 seconds prior to the connection being reestablished. No adverse patient effects were reported. This device was successfully explanted and replaced.